Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 implantable pulse generator implanted: (B)(6) 2008; product ID: 4058m58 implantable pacing lead implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that during normal use the right ventricular (rv) pacing lead exhibited loss of capture as well as low impedance readings due to an apparent insulation breach. The lead was programmed off. No patient complications have been reported as a result of this event.